Event description:
Incident as reported: lap gastric sleeve - "doctor had clip applier loaded within the jaws inside of the pt and decided not to use the clip. So he closed the jaws and upon bringing the clip applier out of the 5mm trocar the metal fork shield on the bottom of the jaws at the distal end of the clip applier fell off the device."

Manufacturer narrative:
The incident device has been returned and currently undergoing engineering eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.